Manufacturer narrative:
Eval summary: devices were evaluated using electical tests and visual examination. Broken wires were noted in each of the three cables which likely lead to the intermittent operation. The broken wires were noted at the point of maximum flexure of the assembly. It appeared that the breakage was caused by multiple flexing of the wires at that point through either misuse or wear-out from normal use (estimated over a period of 40 months of use). No mfg defects were noted in the samples evaluated, although present production utililized increased gauge size wires in the construction to reduce the possibility of breakage.

Event description:
Connecting cable stopped working during monitoring of icp. Other cables were tried but did not work properly. New cables previously ordered as backups had been received but at the time, could not be found in-house at user facility. As a result, icp sensor was removed and a ventricular catheter placed.